Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged difficulty breathing and shortness of breath, patient received an x-ray that states air space infiltrate seen in right lower lobe and diffuse interstitial sicking in both lungs. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a CPAP device's sound abatement foam. The patient alleged difficulty breathing and shortness of breath, patient received an x-ray that states air space infiltrate seen in right lower lobe and diffuse interstitial sicking in both lungs. There was no report of serious or permanent harm or injury. The device was returned to the manufacturer's service center for further evaluation. The evidence of sound abatement foam degradation/breakdown was not observed in the base unit but the device was evaluated and slight dust/dirt contamination on accessory module flip door, sd cover flip door, top and bottom enclosures, ui panel assembly, blower box, blower box upper cap, blower, blower outlet seal, rear panel, and p4 power connector. The blower outlet seal was torn. A contaminate consistent with kertain was observed on the blower box, suggesting a source external to the device. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. The manufacturer found no errors. The manufacturer concludes that they could not confirm the customer's allegation and there is dust / dirt contamination and the presence of contamination in the airpath, source of contaminations were external to the device.